Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was difficulty removing the catheter from the patient's body . The catheter was in situ for 7 days. It was later reported that the sterile water could not be withdrawn as the user attempted to deflate the balloon with a syringe. Subsequently, the user attempted a non-rupture method by cutting the bifurcation area of the catheter; however, was unsuccessful. The patient was transferred to another hospital ((B)(6)), where the non-rupture method was again attempted. Two additional portions of the catheter were cut in an attempt to deflate the balloon; however, the attempts were unsuccessful. A different non-rupture method was attempted (guide wire was inserted into inflation lumen) and finally the water was withdrawn, and the catheter was removed safely. No patient injury was reported.

Manufacturer narrative:
Received only catheter cut into 4 pieces. The reported issue could not be confirmed due to the sample's poor condition. Per visual inspection, a balloon rupture was noted with no missing pieces. The sample was evaluated and no pinches or blockage was observed. Per functional testing, water was inserted into the inflation lumen of the shaft and out of the inflation eye easily with no obstructions. We were unable to determine what elements existed during the placement and use of the catheter due to the sample's condition. Dimensional evaluation: 1st piece of catheter shaft about 12cm long from drainage funnel. 2nd piece of catheter shaft about 24cm long from tip. 3rd piece of catheter shaft about 3cm long. 4th piece of catheter shaft about 2cm long . Concentricity (full inflation volume): n/a. Eye snip length 3/32¿. Eye snip width 2/32¿. Eye snip distance from distal cuff 7/32¿. Eye snip distance from proximal cuff 4/32¿. Rubberize thicknen 9 thou. Inflation lumen coverage 9 thou. Balloon thickness (average) 20 thou. Reinforcement 152 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when deflating the balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]". (B)(4).

Event description:
It was reported that there was difficulty removing the catheter from the patient's body . The catheter was in situ for 7 days. It was later reported that the sterile water could not be withdrawn as the user attempted to deflate the balloon with a syringe. Subsequently, the user attempted a non-rupture method by cutting the bifurcation area of the catheter; however, was unsuccessful. The patient was transferred to another hospital (B)(6), where the non-rupture method was again attempted. Two additional portions of the catheter were cut in an attempt to deflate the balloon; however, the attempts were unsuccessful. A different non-rupture method was attempted (guide wire was inserted into inflation lumen) and finally the water was withdrawn, and the catheter was removed safely. No patient injury was reported.